Event description:
It was reported that the trigger was stuck during testing at a stryker foreign subsidiary. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Device evaluated by stryker foreign subsidiary.

Manufacturer narrative:
The reported failure mode of the device having a jammed forward trigger was confirmed. The trigger will jam if there is damage to the trigger shaft, causing the trigger to bind. Device evaluated by stryker foreign subsidiary.

Event description:
It was reported that the trigger was stuck during testing at a stryker foreign subsidiary. There was no patient involvement and no adverse consequences associated with this event.